Event description:
It was reported the pt's acetablum was reamed to 50mm, a trident 50mm psl cup was then implanted and when seated the cup did not lock into the acetablum. The acetablum was then reamed to 52mm and a trident 52mm psl cup was implanted and again when seated the cup did not lock into the acetablum. The acetablum was then reamed to 53mm and titanium primary 54mm cup was implanted, which locked securely into the pt's acetablum.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The shells were disposed of by hospital staff in instrument processing unaware to retain them. Additional info was requested. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00537.